Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The end user found that the handle of introducer was broken while preparing cannulation. Our customer said that it was out of box failure. Patient info are like as follows. Complaint: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product back for investigation on 2019-12-04. The product was received on 2019-12-10. The visual inspection was performed in the laboratory of manufacturer. The handle at the end of introducer was not sent back. Only introducer itself was received. Adhesive was found on the shaft of the introducer, where the handle is glued. The adhesive looks not evenly distributed on the shaft end however it could not be investigated whether the missing glue from the introducer shaft is in the missing handle or not. Since there is no damage to the introducer shaft, it must be assumed that the glue between the introducer and the handle was not correct. Getinge cp antalya also investigated the complaint. Hls dimension test & tensile test for customer complaints were performed. (Trackwise ID: (B)(4)) raw materials, introducers and griffs, are measured for fr sizes 21, 23, 25. Gluing process was performed according to process method and tensile test was performed for glued parts. The results were evaluated by using a statistical method and found process is sufficient. It was concluded that the products pass the tensile limit described in en iso 868-5d. Based on the analyzing results and even though material defect on the test samples which are assembled according to basic operation procedure 9204421 revision 03, passed the tensile test. It was verified that introducer dimension results has no meaningful effect on the defect place or tensile test results. However, failed dimension issues were escalated to receiving inspection responsible for improvement. Based on this no method or process problem could be identified. Device history record for complaint (B)(4) and lot 92277280 was reviewed. There were no references found which are indicating a nonconformance of the product in question. Trend search was performed and no additional complaint was recorded within last 12 months. The occurence rate regarding this complaint is below the acceptance rate. Thus, no remedial action required. Based on the information obtained so far within this investigation, the most probable cause could be found as operator's inadequate gluing. Getinge cardiopulmonary antalya trained the operators regarding gluing process and informed about the complaint. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).